Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 330 mg/dl. Troubleshooting could not be conducted because there was no battery inside the insulin pump. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.